Manufacturer narrative:
Device passed displacement test and self test. Hardware low-level failures confirmed in insulin pump history with variable (003) due to broken trace at pin 1 on keypad assembly. The motor arm cannot communicate with the main arm,the critical block and inverse critical block did not add to zero and history pointers failed found in formatted history due to software error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump had multiple alarm. The blood glucose level at the time of incident was unknown. Customer was able to successfully clear the alarm. Fill cannula was recorded in daily history. The customer reported that they had performed the self test and the test was failed. The troubleshooting was performed. The customer was advised that the insulin pump will need to be replaced and revert to backup plan. The insulin pump will be returned for analysis.